Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) less that four hours after the pod was activated and that the cannula may not have been inserted properly.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to determine if any product defect or deficiency contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.